Event description:
It was reported to boston scientific corporation that the cre pro gi wireguided dilatation balloon was used in the esophageal jejunal anastomosis during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the anterior part of the balloon near the shoulder was ruptured and could not be dilated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device revealed the balloon was torn longitudinally and was noted to have some friction marks. No damage was found on the catheter of the device. Microscopic inspection confirmed the balloon was torn longitudinally. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the cre pro gi wireguided dilatation balloon was used in the esophageal jejunal anastomosis during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the anterior part of the balloon near the shoulder was ruptured and could not be dilated. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.